Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer reported that she was not able to enter auto mode. The customer wanted to see why her shield was missing and why she was not entering the auto mode. The customer was advised to check blood glucose and it was 50mg/dl. The customer was offered low blood glucose troubleshooting but customer declined. She took some carbohydrates and the sensor was able to calibrate and was telling to wait to enter blood glucose. The insulin pump will not be returned for analysis.